Event description:
The customer obtained unexpected, vitros amon quality control results (130.4, 142.9, 150.9, 148.3, 153.5, 127.4 vs. An expected result = 192.7 mmol/l) from two different non-vitros lpv fluids on a vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected, vitros amon quality control results were obtained from two different non-vitros lpv fluids on a vitros 5600 system. The root cause of the event is most likely analyzer related due to incubator contamination. There was no evidence that a reagent related issue contributed to the event. The investigation is ongoing.